Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed that the level 1 quality control (qc) was under 10% coefficient of variation (cv) and the level 3 qc was greater than 10%. Fse checked the mechanical alignments of the instrument and found no issues with the instrument. Fse discovered that the customer's reagents for b12 were within a few days of expiring. Fse sent the customer a new lot of b12 reagents and the customer calibrated the lot. Fse returned to the site and ran precision of level 3 and the %cv was 6.071, which was within the specification of under 10%. The instrument was operating as expected. There was no further action required fse. Evaluation codes: method: 4109-historical data analysis, 10-testing of actual/suspected device, results: 213-no device problem found, conclusion code: 4310-cause cannot be traced to device. The most probable cause of the reported event was the customer's reagents were close to expiration and needed to be replaced.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 14-oct-2017 through aware date (B)(6) 2018. There were four (4) similar complaints, including this complaint, found during the searched period. The aia-900 operator's manual under safety precautions, states: operate only in accordance with the procedures described in this manual attempts to operate the aia-900 using procedures not prescribed in this manual may adversely affect the integrity of assay results and cause system malfunctions. Under section 1 basic precautions: reagent handling: for reagents required lot management, the aia-900 recognizes their lot numbers. Since mixing such reagents from different lots makes the lot management impossible, reagents must be handled correctly according to their instructions for use. St aia-pack b12 analyte application manual states the following: limitations of the procedure- for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Using aia-pack b12, the highest concentration of vitamin b12 measurable without dilution is approximately 2000 pg/ml, and the lowest measurable concentration is 50 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 2100 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event has not yet been determined. The investigation is in process.

Event description:
A customer reported that they obtained imprecise b12 patient results after they reran a patient sample on the aia-900 instrument. The customer got results of 1253 ng/ml, 976 ng/ml, and 827 ng/ml. They sent the sample to the reference lab and obtained a results of 1129 ng/ml and they were able to report out this result. The quality control results were in range. Technical support (ts) instructed the customer to perform a precision test by running one sample ten times. Upon followup, the customer reported that the precision results for quality control level 3 were 691 ng/ml, 961 ng/ml, 833 ng/ml, 785 ng/ml, 968 ng/ml, 1116 ng/ml, 859 ng/ml all with a coefficient variation (cv) of 13.4. The customer reported that there were no significant variations with vitamin d quality control results. The instrument was down. Field service engineer was dispatched for further investigation the reported event. There was no indication of patient intervention or adverse health consequences due to the discrepant results.